Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that there is a loss power at low rpm. The event timing was outside of surgery. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record determined the motor rpms were within specification. The unit was out of calibration, the control bar was out of position, the swivel pin and hinge gasket were missing, the machined head was damaged, the screws were worn, and the bearings and reciprocating arm were corroded. The motor, machined head, pin, hinge gasket, swivel, reciprocating arm, and various bearings / screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.